Event description:
It was reported vessel perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Groin vein access was obtained. A watchman fxd double curve access system (was) was inserted and advanced to the left atrium, and a watchman closure device was implanted. Upon removal of the was, the patient was bleeding at the groin. Manual pressure was held to stop the bleeding. The procedure was concluded, and the patient was held overnight for observation. The patient remained stable with no changes to vital signs and is expected to fully recover. The physician believes the was went through the vein and into the artery, resulting in bleeding at the groin when the was removed.